Manufacturer narrative:
The account found the right hand weigh frame cable assembly was pinched and needed to be replaced. It is necessary for the progressa¿ bed to have an effective maintenance program. We recommend that you do annual preventive maintenance. Remove the center arm cover, and examine the cable routing for pinching, binding, or damage. Make sure all functions on the caregiver control work correctly. Repair or replace the side rails as necessary. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The account replaced the right hand weigh frame cable assembly to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from an account stating the bed hi-low would self run up and down. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint # (B)(4).